Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle and needles were in backdown position. The presence of suture slack is an indication that the handle was deployed and backdown was performed. The suture bights/loops were exposed at the suture tubes because the coiled suture lumens were not returned. The device was disassembled and needle strike marks were found on the barrel face. This confirms the reported experience because the needles will not present at the hub. The findings suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degree, or a patient anatomical condition such as obesity, calcification or scarring of the site can deflect the needles. Based on the investigation findings, the probable cause for the needle strike mark on the barrel face is related to the operational context in which the device was used. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted suture placement using a pre-close technique in a common femoral artery prior to an interventional abdominal endoprosthesis procedure, via a 12 fr introducer sheath. Reportedly, during needle deployment, after the handle was rotated and pull straight back to deploy the needles, no needles were present. Using the back down technique (backing down the needles into the sheath) resistance was felt. A cine was taken to identify the position of the needle tips; however, the needle tips were not seen and the prostar xl was, therefore, removed from the patient's anatomy. A second prostar xl was used with the same results. After the interventional procedure was completed a cut-down was performed to surgically achieve hemostasis with a suture. There were no reported adverse patient sequelae. No additional information was provided.